Manufacturer narrative:
G4: premarket / 510(k): k213593.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the preparation, the catheter could not show the image, however the procedure was cancelled. There were no patient complications.